Manufacturer narrative:
Section d4, h4: additional information. Section g3, h1: correction. Manufacturer's investigation conclusion: the report of cosmetic driveline damage could not be confirmed as no images of the damage were submitted. No low speed or pump stoppage events were captured that would suggest a driveline issue. The actual speed remained above the low speed limit throughout the log file and the pump appeared to be functioning as intended with stable parameters. The account communicated that the patient had a fracture in his driveline. Additional information indicated that the damage was repaired with rescue tape. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in clinic due to a fracture in his driveline. Rescue tape was applied to cover damage.